Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 9:45 am the result from the meter was 2.4 inr. A sample was collected for the laboratory because the customer was in the hospital. The result from the laboratory within 2 to 4 hours was 1.4 inr. There was no allegation of an adverse event. The customer was not anemic, no antiphospholipid antibodies, and no bruising. The customer's therapeutic range was 2.0 - 4.0 inr. The suspect product was requested to be returned for investigation. Retention test strips (lot 297787) were tested in comparison to masterlot #(B)(4) (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.2 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.3 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.